Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 12/28/2022, it was reported by a distributor via sems that an ar-8998t nano swivelock titanium anchor was not advancing into the bone tunnel. This was discovered during use in a tfcc repair on 12/21/2022. The case was completed by using a new ar-8998t with no patient harm.